Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site's imaging system displayed calibrate motion. A manufacturing representative (rep) was hitting the m button and door open button but nothing was happening and the door was open. Technical services walked through invalidating home, which includes pushing and holding the m button through the 7 ranges of motion, and cautioned the rep to make room to perform. The pendant appeared in normal operational mode after invalidating home and no longer displayed the calibrate motion message. There was a 5 minute surgical delay and no impact on patient outcome.